Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a clinical study in regard to a patient receiving morphine 10.0 mg/ml at 1.521 mg/day via an implantable infusion. On (B)(6) 2015, the pump dose was increased 20 % to infuse 1.823 mg/day. The indication for use (IFU) was listed as non-malignant pain. Results of an examination on (B)(6) 2015 indicated the pump was not helping to the patient's satisfaction. The clinical diagnosis was listed as inadequate pain relief. The patient was considering explant. Intervention included increasing the pump action on (B)(6) 2015. Results of a catheter access port (cap) contrast study on (B)(6) 2016 found evidence of a catheter break, tear, or leak in posterior soft tissue. Contrast was pooling in soft tissue and none was seen in intrathecal space. The clinical device diagnosis was indicated as catheter leakage. A catheter revision was planned. The event was ongoing. The etiology was indicated as related to the device or therapy, and not related to the implant procedure .

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare professional (hcp). It was reported that the event resolved without sequelae on (B)(6) 2016. The dose had been reduced 45% on (B)(6) 2016 and 37% on (B)(6) 2016. The patient had experienced more pain and had decided to have the system removed and not replaced; the system was explanted and disposed of on (B)(6) 2016. In surgery it was seen that the catheter tip was found to be within wound in the soft tissue; the catheter was intact. There was no evidence of spinal fluid leakage. It was noted that the patient had some relief during pump trial but after implant the pump did not improve the patient's symptoms.